Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The lens was returned advanced just past the loading area in a qualified company cartridge. Inadequate viscoelastic was observed in the cartridge. Viscoelastic was observed in the cartridge tip. A small amount of viscoelastic was observed on the lens. No lens damage can be observed with the lens in the cartridge. The cartridge did not have evidence it was fully seated in the handpiece. The company cartridge was cleaned for further evaluation. The lens was removed during cleaning (placed in lens case). Top coat dye stain testing was conducted with acceptable results. The lens was evaluated. The lens is returned in the lens case. The optic area is scratched/marked - rejectable. The root cause for the reported complaint may be related to a failure to follow the IFU. Inadequate viscoelastic was observed in the cartridge. The IFU instructs: the IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. In addition to this, the cartridge did not have evidence it was fully seated in the handpiece. If the lens was advanced without the cartridge being securely seated into a qualified handpiece, this can allow the handpiece plunger to enter the loading area incorrectly, resulting in lens delivery difficulty or damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9. And d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens iol implantation procedure, cracks noted at iol when loading into cartridge. There was patient contact but no patient harm. Additional information was requested, but no further information is available.